Event description:
A malfunction alarm with code malf 9 was reported. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction did not recur after resetting, and the customer was able to continue using the pump. The customer was advised to call back if any further issues arise.